Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the target lesion was the mid lad with high tortuosity and heavy calcification. While attempting to stent the lesion with the 2.5 x 23 mm xience stent, the physician had to push the stent delivery system (sds), and the shaft broke. The sds was removed, the lesion was pre-dilated again and it was stented with a 2.5 x 28 mm xience v. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 14.5 cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The jacket was stretched and jagged at the separation. There were multiple kinks in the hypotube distal to the separation. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Failure to advance can be affected by numerous factors. Analysis of the returned product noted no visible blood or contrast, which does not indicate that the sds entered the patient anatomy as reported. However, it is possible that the product was cleaned prior to return for evaluation. Based on the reported information, the reported failure to advance appears to be related to the anatomical morphology. Analysis also noted that the hypotube and jacket were separated 14.5 cm distal to the strain relief tubing, confirming the reported proximal shaft detachment. The fracture faces were oval-shaped as if kinked prior to separation, and the jacket was stretched and jagged at the separation. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. In this case, the hypotube also had multiple kinks distal to the separation. As these bend/kinks were not reported prior to use, they also likely occurred during the attempts to advance through the difficult anatomy. As reported, the physician used force in attempt to advance which may have contributed to a shaft kink or bend and eventually detachment. It should be noted that the xience v instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the reported complaint and noted shaft kinks appear to be related to the operational context of the product and the reported use of excessive force. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. No additional event or patient information is available.